Manufacturer narrative:
The complaint investigation for nonreactive alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances or deviations associated with the likely lot number 46258be00 and complaint issue. In-house testing of a retained reagent kit of lot 46258be00 was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. Testing included one seroconversion panel set, sid (B)(6). The same bleeds were detected with the complaint lot as historical data listed in the alinity I toxo igg package insert. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity I toxo igg reagent for lot 46258be00 was identified.

Event description:
The customer observed false nonreactive alinity I toxo igg results for one patient. The sample was repeated at the hospital(method unknown) and the result was reactive. The following data was provided: alinity toxo igg results = 0.0 and 0.1 iu/ml hospital toxo igg result = 7 iu/ml(immunized = >6) other result provided: toxo igm was absent alinity reference range = <1.6 iu/ml = negative 1.6 to < 3.0 iu/ml = gray area = 3.0 iu/ml = positive no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I toxo igg results for one patient. The sample was repeated at the hospital(method unknown) and the result was reactive. The following data was provided: alinity toxo igg results = 0.0 and 0.1 iu/ml. Hospital toxo igg result = 7 iu/ml(immunized = >6). Other result provided: toxo igm was absent. Alinity reference range = <1.6 iu/ml = negative 1.6 to < 3.0 iu/ml = gray area = 3.0 iu/ml = positive. No impact to patient management was reported.